Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. Customer blood glucose went down after eating dinner. The customer ate honey and peanut butter to treat his low blood glucose reading. After eating honey and peanut butter, customer blood glucose went up to 110 mg/dl. When the customer woke up in the morning, his blood glucose went up to 310 mg/dl. Customer also mentioned the sensor was giving inaccurate reading and triggering the threshold suspend feature on the insulin pump when customer's blood glucose was normal. Sensor reading was 42 mg/dl and customer's blood glucose was 110 mg/dl. Customer was advised the difference in readings were not in acceptable range. The suspend featured on the insulin pump is set to go off once the sensor reading reaches 60 mg/dl. No issues were noted with the site. Customer also mentioned the issue was occurring at night while the customer was attempting to sleep. Customer declined troubleshooting for low blood glucose level. The insulin pump and the sensor are not being returned for analysis.